Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined." The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by sales representative via email on (B)(6) 2021 on behalf of ecp. The doctor stated that about a month ago she had a patient present with a corneal ulcer while wearing precision1. Symptoms resolution is unknown. No response has been received from the reporter. No further information is available.